Event description:
An attempt was made to advance a 2.5mm diameter x 30mm length endeavor resolute rx drug-eluting stent to a target lesion and during the procedure, it was reported that the stent was damaged. There was no reported intervention or pt injury. No other clinical sequelae were reported. Please note that this device eres25030x is distributed outside the united states; however, it is similar to the united states distributed product ensp25030x.

Manufacturer narrative:
(B)(4). Evaluation: results: (based on the limited information provided, the stent was damaged during the procedure), (stent deformation). Conclusions: (based on the limited information provided, the stent damage was damaged during the procedure).